Event description:
It was reported the pt had artificial urinary sphincter pump and reservoir replaced and a new cuff was placed on (B)(6) 2013, due to "mechanical malfunction." No additional pt complications were reported in relation to this event. The artificial urinary sphincter cuff was previously removed due to "urinary fistula" in (B)(6) 2012. (Reported on alternative summary report (B)(4)).

Manufacturer narrative:
Pump: cat # 72400098, serial # (B)(4), exp date: 06/12/2012, MFR date: 06/01/2011. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.